Event description:
The manufacturer received information alleging a check aev (active exhalation valve) pilot line alarm occurred. There was no harm or injury reported. The manufacturer was informed that aev was checked and the internal filters were found to be blocked with dust. The filters were unblocked to address the issue, no replacement parts were needed.